Event description:
According to the reporter, on a laparoscopic hernia procedure, the tracks were fired and penetrated the tissue but none were able to hold correctly onto the tissue. The tacks fell into the cavity and another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.